Event description:
It was reported that before a percutaneous coronary intervention procedure, after removing a 4.0x18 rx multi-link 8 (ml8) stent delivery system (sds) from its dispenser hoop without issue, while prepping the ml8, it was noted that the proximal shaft snapped (separated) close to the hub area. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned and analyzed. The reported catheter separation was confirmed on the returned device and most likely related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.